Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6)clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. During post operative monitoring and testing, soft tissue abnormalities and fluid were noted. The fluid on the anterior lateral quadrant of the right hip measured 6.5x19.5x4.6mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. No further information has been provided at this time.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Manufacture date - unknown.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) study. It was reported that patient underwent right total hip arthroplasty on an unknown date. During post operative monitoring and testing, soft tissue abnormalities and fluid were noted. The fluid on the anterior lateral quadrant of the right hip measured 6.5x19.5x4.6mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. No further information has been provided at this time. Additional information received from (B)(4) study data noted that the patient underwent a right hip arthroplasty on (B)(6) 2002. During post operative monitoring and testing, a limp, snapping, popping and a slipping sensation was noted.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.